Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that outside of surgery the pulsavac would not power up when connected, so they switched out with battery pack. When they opened the battery pack, the batteries were corroded. There was no patient involvement. Due diligence is complete.